Event description:
While treating a lesion with rotablator, the guide wire fractured. The physician noted that a perforation had occurred. The pt went to surgery for successful removal of the guide wire.